Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and found to have a broken tube adapter. The broken piece was not returned, measuring roughly .150" x .241" in size.

Event description:
It was reported that during central processing, the customer reported the 8mm monopolar cautery instrument was found to have a broken tip. The instrument was not used in a case on a patient. There was no report of patient involvement or no reported injury. Follow-up: the robotic coordinator informed this instrument was found in central processing broken as stated previously in the complaint. This was not used in a case and therefore does not have any other information associated with how the damage occurred.